Manufacturer narrative:
Investigation revealed that product problem is an isolated occurrence. No corrective actions necessary.

Event description:
As reported: during a pacemaker implant, the doctor opened an 8f introducer and saw that the sheath was broken from the factory. The introducer was not used. This is the same event as MDR 2183787-2017-00122.